Manufacturer narrative:
We have not received the complaint device for evaluation since the device is currently in transit. Hence, we could not conclusively determine the root cause of this failure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction with this device was detected during pre-use check. Procedure was then completed using another f3 carotid shunt.

Event description:
During pre-use check, one of the balloons of the f3 carotid shunt did not inflate when the user attempted inflating it with saline.